Event description:
Distal basket would not deploy completely on sentinel device. Attempted to deploy once inside patient and had to remove entire system. Re-prepped on table and discovered basket was not functioning.